Manufacturer narrative:
The device has not been returned to the MFR for eval. The chr review showed no other similar product complaint file(s) from this lot.

Event description:
The chemo during treatment leaked onto the pt, due to leaking.